Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a generator change. Prior to the procedure, the patient's right atrial (ra) lead was found to have noise episodes. The patient was asymptomatic. On (B)(6) 2021, the ra lead was capped and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
Additional information was received that indicated the patient's ra lead was explanted during an unrelated procedure on (B)(6) 2021. Patient was stable throughout procedure.